Manufacturer narrative:
(B)(4). For related complaints see MDR #3010532612-2018-00134 and tc # (B)(4), MDR #3010532612-2018-00133 and tc #(B)(4), MDR #3010532612-2018-00135 and tc #(B)(4).

Event description:
It was reported that the expiration date exceeded the shelf life of the product. Over 60 months (5 years). The customer received a product with date of expiration 31dec2023. No patient involvement reported.

Manufacturer narrative:
(B)(4). For related complaints see MDR #3010532612-2018-00134 and (B)(4), MDR #3010532612-2018-00133 and (B)(4), MDR #3010532612-2018-00135 and (B)(4). Teleflex did not receive the device for investigation. The reported complaint of component label/tag incorrect is confirmed. The packaging was noted with an incorrect expiration date printed on the label. A nonconformance and a CAPA has been initiated to further investigate the root cause.

Event description:
It was reported that the expiration date exceeded the shelf life of the product. Over 60 months (5 years). The customer received a product with date of expiration 31dec2023. No patient involvement reported.